Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient presented with pain and impingement that was thought to be caused by a loosening cup. Metal head, metal liner, metal shell and dome screws were removed.